Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during drainage of the intrahepatic bile duct, using a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, contrast medium was found to be leaking from the hub. The device was removed and another like device from the same lot was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A document review was conducted for this device reviewing drawings, manufacturing instructions, quality control instructions, validations, product labeling, risk files, and technical files. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. This other complaint device has the same failure mode as the reported complaint device. The IFU supplied with the mac-loc drainage catheters instruct that "the product should be inspected prior to use to ensure no damage has occurred.¿ based on the information provided, no product returned and the results of our investigation, the definitive root cause has not been determined at this time. However, this failure mode has been escalated per internal processes. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.